Event description:
The event is reported as: complaint alleges: during inspection of the battery and bulb source of a multiple fiber optic handle, the handle got extremely hot very quickly. No patient or medical staff injury reported.

Manufacturer narrative:
Sample has not been returned for investigation at time of this report.